Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who is blind, tripped and fell onto the ilet pump, resulting in a fractured touchscreen that rendered the screen unusable; the user reverted to subcutaneous insulin via pen and later received assistance pairing a replacement ilet to the app. Symptoms included hyperglycemia with a reported glucose of 220 mg/dl and thirst. Outcomes included a delay to therapy while the user transitioned off the pump. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related damage problem consistent with a device fracture localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action.